Event description:
Developed hemorrhagic synovitis in the right knee after synvisc [injection site synovitis] ([knee haemarthrosis], [injection site joint pain], [injection site joint swelling], [low grade fever], [synovial fluid white blood cells positive]). Arthrocentesis and just pulled frank blood out of her joint [arthrocentesis] they did a culture, and it came back no bacterial growth [bacterial culture negative]. Case narrative: initial information received on 18-dec-2024 regarding an unsolicited valid serious case received from a nurse. This case is linked to case ID- (B)(6) (same patient). This case involves a 61-year-old female patient who developed hemorrhagic synovitis in the right knee after synvisc, arthrocentesis and just pulled frank blood out of her joint and they did a culture, and it came back no bacterial growth with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's concomitant medication(s), vaccination(s) and family history were not provided. Patient had synvisc in the same knee two years ago and was totally fine with no issues. Patient had her first injection on (B)(6) 2024 and developed pain and swelling three days later that resolved over time. On (B)(6) 2024, the patient received her second hylan g-f 20, sodium hyaluronate injection (strength: 16mg/2ml), at a dose of 1 df (dosage form) once (route and indication: unknown). Nurse reported that she had a patient who had her second synvisc injection on (B)(6) 2024 and they gave her a week off to settle down. She stated that within four hours she had severe pain (injection site joint pain) and swelling in the right knee (injection site joint swelling) (latency: 4 hours for both events) (batch number: ersp009, expiry date on 28-feb-2027 for both events) and she was in the emergency department, and her attending did an arthrocentesis and just pulled frank blood out of her joint (aspiration joint) (onset: 09-dec-2024) (latency: same day) (batch number: ersp009, expiry date on 28-feb-2027). Patient developed hemorrhagic synovitis in the right knee after synvisc (injection site joint inflammation) (haemarthrosis) (same day latency) (batch number: ersp009, expiry date on 28-feb-2027). They did a culture, and it came back with no bacterial growth (bacterial test negative) (onset: 09-dec-2024) (latency: same day) (batch number: ersp009, expiry date on 28-feb-2027). The patient did had a low grade temperature (pyrexia) (onset: 09-dec-2024) (latency: same day) (batch number: ersp009, expiry date on 28-feb-2027) and there were white cells in the fluid culture (synovial fluid white blood cells positive) (onset: 09-dec-2024) (latency: same day) (batch number: ersp009, expiry date on 28-feb-2027), so she stated that she had kind of like an immune response which was very bizarre. Relevant laboratory test results included: aspiration joint - on (B)(6) 2024: [just pulled "frankblood" out of her joint.] Culture - on (B)(6) 2024: [no bacterial growth, there were white cells in the fluid culture] synovial fluid white blood cells - on (B)(6) 2024: positive [there were white cells in the fluid culture]. Action taken: not applicable for all the events. Corrective treatment: arthrocentesis for injection site joint inflammation, not reported for bacterial test negative. At time of reporting, the outcome was unknown for all the events. Seriousness criteria: medically significant and intervention required for injection site joint inflammation and aspiration joint. Based on data previously received, the following information has been amended: case was upgraded to serious (seriousness criteria intervention required for injection site joint inflammation), new events added: aspiration joint, culture negative, event pt coding injection site erythema updated to knee haemarthrosis, injection site pain, injection site swelling, pyrexia, knee haemarthrosis and synovial fluid white blood cells positive updated as symptoms of injection site inflammation, corrective added for injection site inflammation, lab test synovial fluid culture was added, reporter type and occupation corrected as nurse from other hcp.

Event description:
Developed hemorrhagic synovitis in the right knee after synvisc [injection site synovitis] ([knee haemarthrosis], [injection site joint pain], [injection site joint swelling], [low grade fever], [synovial fluid white blood cells positive]) arthrocentesis and just pulled frank blood out of her joint [arthrocentesis] they did a culture, and it came back no bacterial growth [bacterial culture negative] case narrative: initial information received on 18-dec-2024 regarding an unsolicited valid serious case received from a nurse. This case is linked to case ID- (B)(4) (same patient); (B)(4) (duplicate case) this case involves a 61-year-old female patient who developed hemorrhagic synovitis in the right knee after synvisc, arthrocentesis and just pulled frank blood out of her joint and they did a culture, and it came back no bacterial growth with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's concomitant medication(s), vaccination(s) and family history were not provided. Patient had synvisc in the same knee two years ago and was totally fine with no issues. Patient had her first injection on (B)(6) 2024 and developed pain and swelling three days later that resolved over time. On (B)(6) 2024, the patient received her second hylan g-f 20, sodium hyaluronate injection (strength: 16mg/2ml), at a dose of 1 df (dosage form) once (route and indication: unknown). Nurse reported that she had a patient who had her second synvisc injection on (B)(6) 2024 and they gave her a week off to settle down. She stated that within four hours she had severe pain (injection site joint pain) and swelling in the right knee (injection site joint swelling) (latency: 4 hours for both events) (batch number: ersp009, expiry date on 28-feb-2027 for both events) and she was in the emergency department, and her attending did an arthrocentesis and just pulled frank blood out of her joint (aspiration joint) (onset: 09-dec-2024) (latency: same day) (batch number: ersp009, expiry date on 28-feb-2027). Patient developed hemorrhagic synovitis in the right knee after synvisc (injection site joint inflammation) (haemarthrosis) (same day latency) (batch number: ersp009, expiry date on 28-feb-2027). They did a culture, and it came back with no bacterial growth (bacterial test negative) (onset: 09-dec-2024) (latency: same day) (batch number: ersp009, expiry date on 28-feb-2027). The patient did had a low grade temperature (pyrexia) (onset: 09-dec-2024) (latency: same day) (batch number: ersp009, expiry date on 28-feb-2027) and there were white cells in the fluid culture (synovial fluid white blood cells positive) (onset: 09-dec-2024) (latency: same day) (batch number: ersp009, expiry date on 28-feb-2027), so she stated that she had kind of like an immune response which was very bizarre. Relevant laboratory test results included: aspiration joint - on (B)(6) 2024: [just pulled "frankblood" out of her joint.] Culture - on (B)(6) 2024: [no bacterial growth, there were white cells in the fluid culture] synovial fluid white blood cells - on (B)(6) 2024: positive [there were white cells in the fluid culture] action taken: not applicable for all the events. Corrective treatment: arthrocentesis for injection site joint inflammation, not reported for bacterial test negative. At time of reporting, the outcome was unknown for all the events. Seriousness criteria: medically significant and intervention required for injection site joint inflammation and aspiration joint. Based on data previously received, the following information has been amended: case was upgraded to serious (seriousness criteria intervention required for injection site joint inflammation), new events added: aspiration joint, culture negative, event pt coding injection site erythema updated to knee haemarthrosis, injection site pain, injection site swelling, pyrexia, knee haemarthrosis and synovial fluid white blood cells positive updated as symptoms of injection site inflammation, corrective added for injection site inflammation, lab test synovial fluid culture was added, reporter type and occupation corrected as nurse from other hcp. Upon internal review on 01-sep-2025, case 2024sa376313 was identified to be a duplicate of the case (B)(4). The case (B)(4) received on 18-dec-2024, will be deleted. Text amended accordingly.